Manufacturer narrative:
Integra has completed their internal investigation on march 7, 2017. The investigation included: methods: review of device history records. Review of complaints history. Results: product not returned so evaluation unable to be performed. DHR review; DHR unable to be reviewed as lot number was unavailable. Complaints history; lot failure rate cannot be determined as no lot number is unavailable. Conclusion: product not returned therefore investigation for root cause cannot be performed.

Event description:
The 3 of 6 reports. Other mfg report numbers: 9615741-2017-00010 / 9615741-2017-00011 / 9615741-2017-00013 / 9615741-2017-00014 / 9615741-2017-00015. It was reported that the user had some inconveniences in the technical procedure with panta surgeries. Lately the user failed to place screws in the calcaneus. For this reason, he did not use it and there was phase shift in the measurement of the process.